Manufacturer narrative:
The investigation of hemolysis has been completed. The pump was returned cut at the catheter. Pump was borescoped and no biomaterial was found. No other damages or abnormalities were found. Data logs show no motor current spikes outside of p-level changes. The root cause of the hemolysis was not determined since the pump was returned cut and insufficient clinical details provided. D9 device returned to manufacturer date added.

Event description:
It was reported that a patient prepped for implantation of an impella rp flex exhibited a plasma free hgb value of 140 mg/dl and the patient experienced ventricular tachycardia. The patient was shocked, the rp flex implantation was completed, and a permanent right ventricular assist device was placed. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.